Manufacturer narrative:
Philips service replaced image disk 1 and image disk 2. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a disk error occurred during startup, causing the system to fail to boot initially on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.